Manufacturer narrative:
D1, d4 (model, catalog and primary UDI numbers) were updated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported developing a significant and painful infection at the pod insertion site on their arm. The patient stated that the infection began after wearing the pod for an unknown duration. Due to worsening symptoms, including fever and feeling unwell, the patient sought medical attention at a walk-in clinic, where antibiotics were prescribed. The patient indicated plans to visit a doctor the following day for further evaluation.